Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. Concomitant medical devices and therapy dates, motor device, attachment devices, (B)(6) 2020. (B)(4).

Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure of the spine, it was observed that the motor device and (3) attachment devices were overheating. It was further reported that it was not certain which attachment was causing the issue. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a worn bearing, nose tube bent/damaged, missing labeling, and vibration. It was further determined that the device failed pre-test for vibration - fail ball bearing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.